Event description:
It was reported, after the valve was implanted, the leaflets were found to be immobile. Therefore, the valve was removed and a 21 mm valve from another manufacturer was then implanted. It was reported this extended pump time. Additional information has been requested.